Event description:
It was reported the pt was experiencing stimulation in the wrong location and a loss of therapeutic effect. The symptoms began following an unrelated medical procedure (open heart surgery). It was also reported the ipg was not helping the pt and was getting in the way when the pt bends over to tie his shoes or when exercising. The pt was requesting removal of the ipg and lead so an MRI could be ordered and performed.

Manufacturer narrative:
This report is being submitted late, due to a delay by a MFR employee. A process improvement plan and training are in place.